Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws failed to release. They were threatening damage to the cystic duct. They were able to manipulate and it get released from the cystic duct. There was no tissue damage. The procedure was completed without any impact to the patient. The device will be returned for analysis.